Manufacturer narrative:
The lp shunt (ID 825420) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could not be clearly determined but could be due to a tear in the silicone and cerebrospinal fluid (csf) drainage into unintended portion of the body, as noted in the instruction for use (IFU), silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a lp shunt (ID (B)(6)) was implanted on (B)(6), 2023 using lumbar puncture (ID (B)(6)). During procedure, the flow of the cerebrospinal fluid could not be confirmed; therefore, the device was attempted to be explanted and found that it was ruptured. The event led to more than 30 minutes surgical delay. According to information provided, it is unknown if additional anesthesia was required.